Manufacturer narrative:
H6 - 4581: dislocation/subluxation. H6 - work order search: no additional similar complaint type events within associated lots were found. Decentration/subluxation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced icl dislocation/subluxation. The lens was explanted. The problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.